Event description:
Parent of hp reports air bubbles of pt line of homechoice set. Parent reports spouse did not follow proper priming procedure and connected hp before fluid reached the pt connector of pt line of homechoice set. Parent reports rn noted air was "probably" infused into peritoneal cavity as a result. Parent did a manual exchange as instructed by rn which alleviated the "pain". Parent reports baby is "fine" an notes no pt injury or medical intervention required as a result of incident.